Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter extension lines. The catheter body was intentionally severed directly below the juncture hub. The separated portion was not returned for analysis. Visual analysis revealed that the catheter body was intentionally severed below the juncture hub. This was evident as the edges at the point-of-separation were relatively smooth and uniform , which indicates contact with sharps caused or contributed to this event. The catheter body was intentionally severed 6mm, which indicates that at least 21.264"-21.736" was separated and not returned for analysis. The catheter body outer diameter measured .0675", which is within the specification limits of .066"-.076" per the catheter extrusion graphic. A lab inventory guide wire with an outer diameter of .018" was inserted through both the distal and proximal extension lines. Little to no resistance was observed. A lab inventory syringe was used to inject water through both the proximal and distal extension lines. No blockages or leaks were observed. A manual tug test confirmed that the proximal and distal luer hubs were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not cut catheter to alter catheter length unless procedure requires it." The report of a catheter body cut/torn was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed directly below the juncture hub. Despite this, the catheter body met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: PICC found leaking one week after placement. It was reported there was a "crack/hole" about 1 cm above the molded hub. The catheter was cut at the "crack" to insert wire for an "over the wire exchange" of the catheter. No patient injury or complication was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: PICC found leaking one week after placement. It was reported there was a "crack/hole" about 1 cm above the molded hub. The catheter was cut at the "crack" to insert wire for an "over the wire exchange" of the catheter. No patient injury or complication was reported. The patient's condition is reported as fine.